Event description:
On (B)(6) 2012 at 10:00 pm, patient's blood glucose (bg) was within normal range (179 mg/dl); a correction bolus of 3 units was administered. At about 1:30 am, his bg was "extremely low" (between 30-45 mg/dl) so an emt treated him at home with "food and an IV". The emt assisted the patient for approximately 30 minutes. At 2:21 am, his bg was 130 mg/dl. Patient's bg continued to fluctuate that day - ranging from 45 to 300 mg/dl. The pod was returned for evaluation.

Manufacturer narrative:
The returned pod was evaluated and found to be functioning as intended. The device operated within specification and no malfunction was found to have occurred. The pod is designed with safety mechanisms that would prevent the over delivery of insulin which can lead to hypoglycemia. The pod was thoroughly investigated and no problem was found to have occurred that would have caused or contributed to the hypoglycemic event. The omnipod's user guide warns "even if you cannot check your blood glucose, do not wait to treat symptoms of hypoglycemia, especially if you are alone. Waiting to treat symptoms could lead to severe hypoglycemia, which can quickly lead to shock, coma or death." The user guide advises that "frequent blood glucose checks are the key to avoiding potential problems." Users are instructed to treat hypoglycemia immediately; to check it every 15 minutes when treating, to avoid over-treating the condition. If bg is below 70 mg/dl, users must take 15 grams of fast-acting carbohydrates (as defined in user guide). If bg remains low 15 minutes later, then take another 15 grams of carbs. These steps should be repeated until bg is within goal range. The user guide advises users to investigate the possible cause for hypoglycemia to avoid similar problems in the future. Lot qualification records were determined to have met all acceptance criteria.